Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was received by resmed for an engineering investigation. The evaluation of the device confirmed that the device failed to power on. Internal inspection of the device revealed liquid contamination and corrosion of the internal components and the main circuit board (pcb) was found to be non-functional. Based on all evidence, the investigation determined that the reported device failure was due to excessive contamination of the device. The device was repaired, serviced and cleaned to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. The device was not in use when the fault occurred; therefore, there was no patient involvement.